Manufacturer narrative:
It was noted that the hospital kept the lead and it will likely not be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that a revision procedure was performed due to the left ventricular (lv) lead exhibiting high out of range pacing impedance measurements of greater than 2000 ohms and high threshold measurements. During the revision procedure the physician was unable to pass the stylets past a point near clavicle. It was noted that the lv lead visually appeared damaged at that sight. The physician suspected a sub clavicle crush. The lead was then snipped and locking stylet passed down through the lead. No additional adverse patient effects were reported.